Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported difficulty to remove the device was unable to be replicated in a testing environment as the device was damaged during return analysis. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: note: do not exceed the labeled rated burst pressure (rbp) of 18 atm. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) coronary artery that was not tortuous, mildly calcified, and 90% stenosed. After a non-abbott guide wire crossed the lesion, pre-dilatation was performed with a non-abbott balloon catheter. A 3.25 x 23 mm xience alpine stent was advanced to the target lesion and deployed successfully (inflated 3 times up to maximum of 20 atmospheres); however, during retraction the stent balloon and guide wire became stuck together and were difficult to remove from the anatomy. The xience alpine stent delivery system and the guide were removed from the anatomy as a single unit. After removal of the devices, they were able to be separated without issue and the same guide wire was able to be readvanced and post dilatation was performed with a non-compliant balloon catheter and the procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.